Manufacturer narrative:
All available information was investigated, and the reported knotted and jammed lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported knotted lock line was unable to be determined. The reported jammed lock line was a cascading event of the reported knotted lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional sgc0702 and cds0702-nt devices referenced in b5 are filed under separate medwatch report number.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. First mitraclip xtw lot: 40112r2111 was placed a2/p2. During deployment when attempting to remove the lock line, one end of the lock line became stuck and could not be removed completely. It had been removed 10-20cm when it became stuck. It was thought there was a knot in the lock line. The clip was able to be unlocked using the other end of the lock line and removed. Two replacement xtw (lot: 40116r2044, lot: 40116r4114) clips were then placed successfully, reducing mr to grade 1-2. Residual mr remained, so a nt clip (lot: 31109r1048) was chosen to be implanted. During advancement of the nt, the sgc was observed to have moved into the right atrium. The clip had extended slightly past the tip the sgc at this point. The sgc was unable to be placed back into the left atrium. The nt was attempted to be retracted into the sgc, but became stuck on the tip. After troubleshooting the nt was able to be retracted into the sgc. The patient was reported to be stable. There were no patient consequences or clinically significant delay. There was reportedly a tear in the sgc soft tip.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional sgc0702 and cds0702-nt devices referenced in b5 are filed under separate medwatch report number.